Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. On november 10, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
Feedback received as part of kjt group patient survey patient reported what appears to be a cartiva replacement after the first one "failed".